Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Additional information: conclusion (B)(4) - the visual examination of the returned device components was performed. The product was used. The mesh was detached from the prolene line and from the needle. No functional evaluation could be performed.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. During the procedure, the surgeon button-holed the sulcus of the vagina on the right lateral side. The size of the button hole was approximately the diameter of a device inserter. The button hole was repaired with suture. The device was removed because the mesh no longer fit the implant site. A second like device was used to complete the procedure. The patient was prescribed antibiotics post-procedure. The current status of the patient is fine.

Manufacturer narrative:
Date sent to the FDA: 03/29/2011. (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.